Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 30.0 mmol/l. Customer reported that she woke up with a high blood glucose of 30.0 mmol/l and the insulin was not delivered due to insulin flow blocked alarm. Customer drove to the emergency and she was treated with fluid until blood glucose was at 5.5 mmol/l. Customer was discharged from the hospital the same day. Customer reported that she changed her infusion set and reservoir and was able to deliver a 1.5 units of insulin without the alarm. Customer also reported infusion set cannula being bent. The customer was wearing the insulin pump during the hospitalization. The customer was advised to monitor blood glucose. The customer's blood glucose was 17.0 mmol/l at the time of call. The insulin pump will not be returned for analysis. A replacement reservoir will be sent. Additional device related incidents: insulin pump (308082096); infusion set (308082134).